Event description:
The patient¿s husband reported the following events related to the patient: the patient has suffered major depression with nine suicide attempts for almost 36 years, and has been treated with medications, electroconvulsive therapy, and many other therapies. Per the husband, the patient entered the vns depression study in 1999 and had seemed to recover from the depression one week prior to the implant procedure, but continued with the implant. The patient¿s device was not turned on at the time until may 2000 when the patient began to suffer from depression again. After this time, the patient¿s device was temporarily disabled and turned on again multiple times, to test the efficacy, as the patient¿s depression increased again when the device was disabled. The patient had manic episodes after the depression ¿ceased¿ and therefore taped the magnet on the chest to cease stimulation. However, this caused the patient to go back into depression. The settings were modulated and the patient had ¿no depression whatsoever¿. It appears the mania episode has subsided. No other information was provided. Attempts have been made for additional information; however, they were unsuccessful.